Event description:
It was reported that the insulation in the unit has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The insulation was visually inspected for cracks, and none were seen. However, scratches were observed throughout the insulation on the shaft. In addition, dents were observed on the insulation near the middle of the shaft. The insulation was tested for cracks/damages using an insulscan and passed. The probable root causes for the dents and scratches to the insulation could be due to user mishandling or improper sterilization methods. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation in the unit has been compromised.